Event description:
N/a

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the bp connector assembly to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed bp connector assembly was returned to failure analysis and testing dept for investigation. The failure analysis and testing dept. (Fat) received cbl assy bp input to front end with a reported unit failure of damaged ibp connector. The failure analysis and testing dept. Performed a visual inspection and found the ibp connector to be damaged. Retaining the cable assembly in the fat per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) a broken connector on blood pressure cable assembly was found .there was no patient involvement reported.